Event description:
It was reported that during a cranial procedure, metal shavings from the device fell into the surgical site. It was also reported that all the metal shavings were removed. It was further reported that there was no pt injury.

Manufacturer narrative:
The device subject to this MDR was returned to MFR for eval. Upon visual examination, it was confirmed that the outer casing of the perforator was damaged. The returned device was measured where possible and all critical specs were met. Investigation results indicate that the metal shavings were most likely caused by the user allowing the device to come into close contact with the clamps during surgery. Lot number info has not been provided to permit further investigation.